Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an elective upgrade procedure. Upon interrogation it was noted that the patient's right atrial lead exhibited undersensing episodes. The lead was explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.